Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was returned and analyzed. Analysis revealed the eri (elective replacement indicator) is the result of high internal battery resistance. (B)(4). This device was included in that field action, but returned product testing found the device did perform as described in the field action.

Event description:
It was reported that the implantable pulse generator (ipg) reached elective replacement indicator (eri) early and abruptly. The device was explanted and replaced. No patient complications have been reported as a result of this event.